Manufacturer narrative:
Updated fields - h6 (type of investigation,investigation findings,component code, investigation conclusions). A getinge field service engineer (fse) display failure has been confirmed. Due to a malfunction caused by deterioration of the internal parts of the display, the video receiver board, flat cable, and inverter board have been replaced for repair. After replacement, the problem no longer occurred, and a functional inspection was performed to confirm that there were no problems. The results are good.

Manufacturer narrative:
Corrected data: b5. Updated data: b4, g3, g6, h2, h10, h11.

Event description:
It was reported that before use, the cs300 intra-aortic balloon pump (iabp) unit has screen display problem. There was no patient involved.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid.

Event description:
N/a

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that, the cs300 intra-aortic balloon pump (iabp) unit has screen display problem. There was no patient involved.